Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of unresponsiveness, cardiac arrest, and eventual death. The definitive cause of patient¿s cardiac arrest is unknown; therefore, causality cannot be firmly established. The patient¿s cardiac arrest occurred while undergoing ccpd therapy; however, the patient did not expire until >12 hours after the cardiac arrest. The patient was placed on hospice care on (B)(6) 2022 and passed peacefully the same day. Furthermore, the pdrn reported there was no malfunction or deficiency of a fresenius device(s) and/or product(s) which occurred. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and expired while undergoing treatment. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse [(pd)rn] revealed on the morning of (B)(6) 2022 (approximately 3:00 am) the patient¿s liberty select cycler alarmed, and the patient was found unresponsive. Cardiopulmonary resuscitative (CPR) measures were initiated by the patient¿s contact, and emergency medical services (ems) was contacted. Upon ems¿s arrival, a weak pulse (specifics not provided) was obtained, and the patient was transported to the hospital. The patient was admitted to the intensive care unit (ICU), intubated, and started on multiple intravenous (IV) vasopressors for cardiac/blood pressure support. The patient¿s condition began to deteriorate in the ICU and the patient was placed on hospice care following a family meeting. The patient expired peacefully with family present at approximately 9:00 pm the same day. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s primary cause of death was a cardiac arrest; however, the secondary cause is unknown.

Event description:
On 4/oct/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and expired while undergoing treatment. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse [(pd)rn] revealed on the morning on (B)(6) 2022 (approximately 3:00 am) the patient¿s liberty select cycler alarmed, and the patient was found unresponsive. Cardiopulmonary resuscitative (CPR) measures were initiated by the patient¿s contact, and emergency medical services (ems) was contacted. Upon ems¿s arrival, a weak pulse (specifics not provided) was obtained, and the patient was transported to the hospital. The patient was admitted to the intensive care unit (ICU), intubated, and started on multiple intravenous (IV) vasopressors for cardiac/blood pressure support. The patient¿s condition began to deteriorate in the ICU and the patient was placed on hospice care following a family meeting. The patient expired peacefully with family present at approximately 9:00 pm the same day. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s primary cause of death was a cardiac arrest; however, the secondary cause is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.